Event description:
It was reported that during left hip primary surgery, impactor handle did not accept the bolt properly. Sales rep then replaced it with another one. Surgery was completed without any delay.

Manufacturer narrative:
An event regarding an assembly issue involving a straight cup impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the impactor shows the deformation on the inside teeth area. Dimensional and functional tests were not performed as the device is damaged. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves an impactor that would not accept the bolt properly. Another impactor was used and the surgery was completed without delay. Material analysis of the returned impactor indicates that it is likely that the impaction was performed while the bolt was not properly seated. Therefore the subsequent deformation probably prevented the head from accepting the bolt.

Event description:
It was reported that during left hip primary surgery, impactor handle did not accept the bolt properly. Sales rep then replaced it with another one. Surgery was completed without any delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.